Event description:
When removing a polyp using this snare and cautery the cautery stopped working in the middle of the polypectomy only burning half of the area. When we changed snares the cautery was working again. This product is defective because it did not adequately conduct electricity for cautery. No pt harm.